Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to a combination of patient anatomy and procedural conditions (horizontal aorta, high implant depth on minor curvature). The reported surgery is a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 09 december 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system. The patient's native annular dimensions were annulus: perimeter 79,7 mm, perimeter derived diameter 25,4mm, lvot 27,4mm. Pre-dilatation was performed with a 25mm true balloon. During implant, the implant depth at 80% was 3mm; it was also at 3mm at release. There was sufficient calcium to allow anchoring of the device. The patient's aortic valve angle was 71 degrees. The delivery system was in neutral position and the guidewire was in a midventricular position. The valve popped up and migrated towards the aorta. The valve popped out immediately after final deployment, therefore "there was no time for checking if the tabs had released." There was no interaction with the delivery system after final deployment. The migrated valve did not block any arteries and was not snared. The user alleged that the cause of migration was horizontal aorta and high implant depth on minor curvature. A new 29mm navitor valve was implanted with a new large flexnav delivery system via valve-in-valve. Post-dilatation was not performed. The patient was reported to be in stable condition.